Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the e101 error occurred due to dust or debris clogging the ventilation hole of the top cover. This error is triggered when the temperature inside a light source device increase, causing the safety mechanism to activate. The e103 error likely occurred due to a faulty ignitor. The e103 error is typically triggered when there is a lighting failure in the clv lamp. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found due to build up of dust and debris that was clogging up the top cover vent and a faulty lamp igniter was found. Follow up with the user facility is currently being performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the lightsource had an e101 and e103 error. The issue occurred during an unknown procedure. There were no reports of patient harm.